Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure was treating in-stent restenosis of an unspecified stent located in the proximal right coronary artery (rca). According to the physician, it was hard to advance the 4.0x32mm veriflex to the target lesion. During attempts to position the stent, a non bsc guide catheter dispositioned in the aorta artery and an attempt was made to reposition the guide catheter. At the same time, the physician felt the stent delivery system may have been trapped in the lesion and during the repositioning of the guide catheter got pulled back, dislodging the stent. The veriflex stent was implanted in the proximal rca where it dislodged. The target lesion was treated with a 4.0x24mm non bsc stent. No further patient complications were reported and the patient status is recovered.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the delivey device identified that the stent was detached from the balloon and was not returned for analysis. An examination of the balloon identified a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure was treating in-stent restenosis of an unspecified stent located in the proximal right coronary artery (rca). According to the physician, it was hard to advance the 4.0x32mm veriflex to the target lesion. During attempts to position the stent, a non bsc guide catheter dispositioned in the aorta artery and an attempt was made to reposition the guide catheter. At the same time, the physician felt the stent delivery system may have been trapped in the lesion and during the repositioning of the guide catheter got pulled back, dislodging the stent. The veriflex stent was implanted in the proximal rca where it dislodged. The target lesion was treated with a 4.0x24mm non bsc stent. No further patient complications were reported and the patient status is recovered.